Event description:
During a diagnostic laparoscopic procedure to remove a cyst from the ovary of a patient, the cable began to spark sending small sparks into the air. One of the sparks hit the surgeon in the eye. There was no injury to the surgeon. The surgeon was fine after a few minutes. There were no consequences to the patient. There were no consequences to the surgeon.

Manufacturer narrative:
Cable investigation showed that the female connector is completely broken away from the cable. It is broken near the end of the cable that connects to an insturment. The cable has been in use since 02/09/2004. This is the actual purchase date. The end user could not provide how often the cable is used. The end user is not aware of prior problems with the re-usable cable. It appears that the internal wires were broken when power was applied, causing sparks and burning from inside. The end user may have pulled on the cable instead of grasping the connector. This cable has limited use. Cause of event: actual cause cannot be determined.